Event description:
The customer reported that the system's x-ray tube was making "roaring" sounds in the lateral position. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced. The system was tested and found to be working as intended and put back into service.